Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It has been reported to resmed that customer¿s house had caught fire on (B)(6) 2020. The customer alleged the fire was started by the s9 CPAP power supply unit. Customer purchased a s9 autoset (serial number: (B)(4)) on (B)(6) 2011. It is alleged that the s9 device was used overnight by the customer and left switched on after use with power connected. The device was connected using a 3m power board plugged into the wall and there was also a usb adapter plugged into the power board. The customer had left the property that morning to go to his place of work. At about 8am, it was reported that other house members (customer¿s wife & son) in a different room heard an electrical sizzling noise and then a loud bang. They reported a fire had started near the s9 device, with the mattress and bed covers starting to burn. The fire brigade was called and the house sustained significant fire damage. It has been reported that customer¿s wife and son both suffered smoke inhalation and were admitted to a hospital for half a day and have since been discharged with no further injuries reported. It is unclear at this stage if s9 device was the cause of the reported fire. There will be an investigation of the fire by an external party. Prior to the incident, the customer has not reported any other issue with the device.